Event description:
A pt reported blood glucose results of 15.2 mmol/l,23.4 mmol/l and 7.9 mmol/l with a lifescan meter, performed within 10 minutes of each other . Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.